Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system.

Event description:
It was reported that the patient underwent hip replacement surgery and the ipg would not communicate after. Troubleshooting was attempted, but the ipg would still not connect. As a result, surgical intervention may take place on a later date.

Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. No cp logs were made available. The ipg was explanted and replaced to restore effective therapy. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the ipg was explanted and replaced on (B)(6) 2021. The patient has effective therapy post operatively.